Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter also sent report to FDA: the initial reporter also notified the FDA. Medwatch report # mw5086475. Report source: other: medwatch report. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined. Rationale: no batch #/sample available.

Event description:
It was reported that unspecified bd¿ syringe plunger was difficult and would not allow medication to be drawn. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the patient was not able to draw up medication into the syringe. Event description per medwatch report states, spontaneous call spoke with pt regarding infusion issues. Pt states he is trying to draw up medication into the syringe but nothing is coming out. He has changed the min spike but getting same results. I asked to unscrew the syringe from the needle spike, draw air into the syringe, then inject that into vial through, mini spike. Pt unscrewed the syringe but states that he is not able to draw air into the syringe, advised to use a different syringe. That resolved the issue reported to (B)(6).